Event description:
It was reported that, in (B)(6) 2012, the patient had an episode where she did not feel well overall. She was found at the bottom of the stairs. Her legs felt weak bilaterally. She lay down on the floor and her eyes rolled back in her head. She was staring. The patient¿s husband waved a hand in front of her face and she had no reaction. When he yelled at her, she would start to answer questions. The patient then started to develop shaking in her upper and lower extremities rhythmically bilaterally. There was no tonic period prior to the shaking. There was no urinary incontinence, biting of her tongue or bleeding from her mouth. The patient did not remember the event. The patient was subsequently evaluated in the hospital. No clear diagnosis was found. At the time of the report, the device system was used to deliver hydromorphone and bupivacaine. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received and it was reported that the patient had left leg pain in (B)(6) 2012. The patient experienced frequent falls which the hcp (healthcare professional) attributed to the pain in the patient¿s legs. Per the hcp, there was no mention of the patient¿s eyes rolling back in her head. In (B)(6) 2012, the patient had right leg pain and the patient went to the emergency room after experiencing a fall when transitioning in and out of bed. The hcp stated the falls were not considered to be related to the device. They were considered to be related to the patient¿s back condition. They would have changed the patient¿s pump medication if they thought it was related to the device. The patient was taken off of oral percocet because they thought the oral meds might have been contributing to the patient¿s weakness. The patient was now getting medication from the pump only.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).